Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, a component was replaced (without additional information). Additional information was requested, but none was not provided. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based upon the information provided to date, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the upper lights (port 1 and 2) was not working on the unit. The procedure details and patient harm was not provided. Additional information has been requested. Additional information received confirmed that illumination ports 1 and 2 did not operate during setup for the procedure. Auxiliary illumination ports 3 and 4 were used in order to perform and complete the procedure.